Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. The photo shows a syringe; the syringe has residues of an orange solution; the photo shows a black fine line; it is not clear if it is inside the syringe or outside; we have experienced this black lines from the scale printer process. It could be a hair inside the syringe or a black line from the printing process. The root cause could not be confirmed the sample would help to confirm the root cause. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use foreign matter (hair) was discovered inside syringe with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: it was reported that when checking syringe that was filled with chemotherapy, there appeared to be a fine hair inside the syringe. Upon further inspection, there is a hairline scratch/mark inside the barrel of the syringe but it does not move. However, it is difficult to determine if it is on the inner surface or inside the plastic. It does not "rub off" with alcohol from the outside.